Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case near display window corners, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Advised insulin pump would be replaced. No additional information is provided.